Event description:
The customer reported a bad set of external paddles. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a bad set of external paddles. There was no reported pt involvement. The paddles were not available for eval. The paddles were replaced to resolve the issue. No more info was available. We will consider this a malfunction of the external paddles.